Event description:
Per complaint (B)(4), a patient's crown came off and when examined it was found that the screw had broken off into the implant. The clinician was unable to retrieve the screw and the patient was referred to a periodontist, who also could not retrieve the screw. The implant was extracted.